Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side device rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later has reported that "devices are ruptured." "Clinic examination showed deformation of both breasts. Left device is palpable." And "suspected capsular contracture baker grade iii-IV" the device remains implanted.

Event description:
Company representative later reported "capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.